Manufacturer narrative:
(B)(4). Batch: unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy, in the third staple with the blue reload some staples did not form properly in the staple line, they were left open. The surgeon proceeded with suture reinforcement. The patient is well today.